Event description:
Customer reported being hospitalized for high blood glucose levels and dka. Customer has been having error alarms on pump. Troubleshooting was performed and pump appeared to be functioning properly.